Event description:
It was reported that the unit passed touchscreen calibration; however, the bottom part of the screen did not work. There was no patient involvement.

Manufacturer narrative:
MFR received date: 21 aug 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/21/2019.

Event description:
It was reported that the unit passed touchscreen calibration; however, the bottom part of the screen did not work. There was no patient involvement.